Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct -2019 through sept-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device : (10 /213 &67) enter investigation findings: the device was returned to the factory for evaluation on 10/18/2021. Photographs were provided by the account. A photographic inspection was conducted. In photograph #1, signs of clinical use and evidence of blood was observed on the unraveled seal as well as on the delivery device, indicating an attempt was made to introduce the device into the aorta. The seal was also observed to be detached from the tension spring assembly which indicates an attempt was made to remove the seal from the aorta. The white plunger and blue slide lock was not observed in the photograph. In photograph #2, the product and lot # was observed on the product box. An investigation was conducted on (B)(6) 2021. The delivery device was returned inside the loading device with the seal and tension spring assembly outside the delivery and loading device. Signs of clinical use and evidence of blood was observed on the unraveled seal as well as on the delivery device, indicating an attempt was made to introduce the device into the aorta. The seal was observed to be completely unraveled and detached from the tension spring assembly which indicates an attempt was made to remove the seal from the aorta. The white plunger was fully depressed and the blue slide lock was disengaged. No measurements were taken of the delivery device due to the presence of blood. Based on the photographic inspection as well as the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). Updated sections- b5,g4,g7,h2,h10.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). They loaded the seal during CABG operation using a heartstring 3.8mm, and then did aorta punch, inserting the seal into the hole normally, and removing the seal at the last stage of grafting. It is pulled, but the seal does not come out normally and is twisted inside the aorta and does not come out. The medical staff, who decided that this product could not be applied to the patient normally, exchanged it for a new one and used it on the patient. No patient effects have been reported.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). They loaded the seal during CABG operation using a heartstring 3.8mm, and then did aorta punch, inserting the seal into the hole normally, and removing the seal at the last stage of grafting. It is pulled, but the seal does not come out normally and is twisted inside the aorta and does not come out. The medical staff, who decided that this product could not be applied to the patient normally, exchanged it for a detergent and used it on the patient.